Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to motion sensor test failure alarms. The motor was tested outside of the device and failed. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 165 mg/dl. Troubleshooting could not continue due to motion sensor test failure alarm. Customer was advised that insulin pump would need to be replaced.